Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the sp set experienced a breakage. The following information was provided by the initial reporter: c35 was detached. Used for saline. D.1. Medical device brand name: sp set. The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device catalog #: 515505-zat. D.4. Medical device lot #: 1905231c. D.4. Medical device expiration date: 4/30/2022. D.4. Unique identifier (UDI) #: n/a. G.5. PMA/510(k)#: n/a h.4. Device manufacture date: 7/5/2019. H.6. Investigation summary: confirmed the actual product was received, the c35 adhesive part was removed as requested. For reference, we checked the strength of the specimens we stored (products stored for each serial number * n = 10) and found no detachment. In the bonding process of the part, parts are fixed to a dedicated jig and a fixed amount of adhesive is applied using a quantitative application device. In addition, 100% inspection is carried out to ensure that no separation occurs due to a slight load in the rotational direction after bonding. Due to the fact that there is a normal amount of adhesion mark on the intended part of both parts of the actual product and that it has been removed during use, we assumed that the adhesive peeled off due to the load, and that c35 was removed. If held and operated firmly, the white housing part of c35, there will be no rotational load on the bonded part. When using the connector (luer lock), hold the white housing part firmly to operate it. If the housing is turned without gripping, it may come off from the three-way stopcock. No anomaly was found on DHR review. H3 other text : see section h.10.

Event description:
It was reported that the sp set experienced a breakage. The following information was provided by the initial reporter: c35 was detached. Used for saline.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connector luer lock c35 experienced separation of the connector and mating component during use. The following information was provided by the initial reporter: c35 was detached. Used for saline.